Event description:
It was reported that the ilet user and caregiver experienced difficulty inserting the cartridge and were unable to complete the supply change, observing the pump state as ¿fill tubing¿ rather than initiating a rewind; customer support guided them through the correct sequence for an infusion set and cartridge change using an inset, and the process was completed. There were no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included a customer interview and troubleshooting with education on proper supply change steps. Investigation of this case revealed use error related to incorrect supply change workflow, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect procedural steps.